Event description:
This patient stopped responding to the implant in 2001. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specs. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.